Manufacturer narrative:
Complainant device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision on (B)(6) 2017, due to pain. The device was not broken and was removed intact. The patient was initially implanted with a 7.3mm cannulated screw fully threaded/80mm in the left sacroiliac (si) joint on an unknown date. It was reported that the patient was revised to a similar item. Revision was completed successful with the patient in a stable condition. This report is for one (1) 7.3mm cannulated screw fully threaded/80mm this is report 1 of 1 for complaint (B)(4).